Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. This could result in delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The lemo connector was tightened during the service call. The system was tested, found to be working as intended and put back into service.